Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The field service engineer (fse) confirmed the reported problem and found air flow inaccuracy, and the battery test failed with deteriorated battery voltage. The fse replaced the power switch overlay, flow sensor, and lithium-ion battery. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that a check vent: alarm led failed occurred. The customer reported that there was no patient involvement.